Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.